Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump would not turn on even with the battery charged up. The customer also stated that the battery was low initially and they change it and was also advised to change the sensor. The customer stated that the issue was not resolved by the battery change. The customer's blood glucose level was unknown at the time of the incident. The customer added that they had poor eyesight and was in question whether they can use the system or not. There was no indication of troubleshooting or the issue being resolve during the call. There was also no indication of the return of the insulin pump for analysis.